Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a tavr procedure was aborted due to the inability to cross the valve and a possible perforation occurred after multiple attempts. A pericardiocentesis kit was utilized to drain, however, the patient did not improve. A 14f manta was deployed for closure, closing the large bore puncture, and achieving hemostasis at the access site. The patient reportedly expired later in the evening. There is suspected not to be a manta closure device failure. Manta hemostasis was immediately achieved, and the reported death is possibly due to a perforation created prior to the manta device deployment; therefore, is not manta related. The IFU was reviewed and confirmed to list potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: perforation of iliofemoral arteries, causing bleeding/hemorrhage or death related to the procedure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: doctor couldn't cross the valve and aborted procedure after multiple attempts. Possible perf happened. Pericardiocentesis kit was used to drain but patient didn't improve. Still closed large bore with manta and got good hemostasis. Tavr valve was not completed, but manta was used for hemostasis. Patient was a non-salvage patient, so they did not take to the or. Patient expired later in the evening.